Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery and that it failed pressure testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.